Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. Zimvie received one (1) implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. Implant was returned with no damage that would cause or contribute to the event. Markings due to the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 1253333. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1253333 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is diameter of implant is too wide for the osteotomy (designed implant too wide for the osteotomy). Therefore, based on the available information, device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
The customer reported that they tried to place an implant at tooth location #29 but the bone broke out. So, we couldn't place it. We bone grafted the area and will place an implant in 3 months.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number: k011028/k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.